Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to baseline) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, there was an open pulse wire in the cable connecting the distribution node (dn) to rear therapy pad (te). The open pulse wire created a short. The cause of the test failure was the shorted wire. The root cause of the shorted wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that an electrode belt was unable to baseline.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (overheating, monitor screen blank) has been confirmed. Upon investigation the monitor would not power on and was drawing excessive current. The cause for the failure was high voltage current shorted onto the low voltage ca board damaging both the ca board and the defib board. The damage to the low voltage circuitry caused the power supplies to short which intern caused thermal damage in the monitor. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to baseline) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, there was an open pulse wire in the cable connecting the distribution node (dn) to rear therapy pad (te). The open pulse wire created a short. The cause of the test failure was the shorted wire. The root cause of the shorted wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was overheating and had a blank screen. A us distributor returned electrode belt sn (B)(4) and reported that an electrode belt was unable to baseline.